Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in for a planned replacement of the ins. The ins was at end of life and in an overdischarged state. The rep thought the ins became depleted a few months prior to the surgery. The ins was replaced. No further complications were reported.